Manufacturer narrative:
Device evaluated by MFR.: visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted with the overall balloon profile. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypo-tube broke 222mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tortuous, very fibrotic and very calcified left anterior descending (lad) artery. Predilation was performed multiple times using 3.5x20mm emerge¿ balloon catheter and a 3.5x20mm quantum¿ balloon catheter. A 2.50x20mm promus premier¿ stent was selected to treat the target lesion. When they tried to push the device through the lesion, it was noted that the shaft broke in half. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tortuous, very fibrotic and very calcified left anterior descending (lad) artery. Predilation was performed multiple times using 3.5x20mm emerge balloon catheter and a 3.5x20mm quantum balloon catheter. A 2.50x20mm promus premier stent was selected to treat the target lesion. When they tried to push the device through the lesion, it was noted that the shaft broke in half. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. (B)(4).